Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the surgeon had over 40 regrasp errors. The pt was re-admitted 6 days later for pain and found to have 5x6 pelvic hematoma. The surgeon had to open cuff and evaluate clot. The surgeon used competitors device.

Manufacturer narrative:
The device was not saved after the procedure, no indication of device malfunction during procedure, pt re-admitted 6 days later. We will log the incident into the data base for trending purposes. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.